Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that when using the patient controller, a settings not available message was prompting on the display. The rep was to try checking impedances and reprogramming if possible. The rep would call back if the issue persisted. No further complications were reported. Additional information received from the manufacturer representative reported that an impedance check found contacts 8 and 13 indicated do not use. It was noted that programming had contact 13 in use and reprogramming was done using alternative electrodes. The patient was happy with the therapy and reported very good stimulation.